Manufacturer narrative:
(B)(4). Date sent: 10/3/2024. D4: batch # 745c20. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the tcr55 reload was received with no apparent damage. The swing tab was found to be in the unlocked position with 3 drivers up scattered along the staple line with missing staples. In addition, an opened package was received along with the device. Additionally, a photo was provided and it showed a reload with the swing tab unlocked position with two drivers up on the proximal end. In addition, the returned reload did not belong to the reload observed on the photo analysis since they have different batches. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 745c20, and no non-conformances were identified. The lot#799c31 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a whipple procedure when the team was about to use the device for a case, they discovered that upon opening the reload from the sterile packaging, the drivers were already visible. Due to patient safety concerns, they decided not to use the trc55 on the patient. The surgery was delayed 5 minutes. Replaced the defective tcr55 with another trc55. The procedure was successfully completed. There were no patient consequences.